Event description:
It was reported on (B)(6) that during initial device interrogation, programming issues were observed between the clinician programmer and the implanted neurostimulator (ins) that resulted in a device not supported (27) error message. The software application card (B)(4) was returned to the manufacturer for engineering analysis. It was determined that when the device was first programmed out of shipping mode it was partially initialized thus preventing the ability of the clinician programmer to further program the device. The inability to program the device caused the ins to remain in a partially initialized state where the ins does not provide therapy. On (B)(6) 2012, an internal validated programmer was used to clear the ins memory which allowed the clinician programmer to rewrite the memory which allowed the ins to function normally. No patient injuries were reported. Additional information was requested and a follow-up report will be sent if received.

Manufacturer narrative:
Software card: model 8870, (B)(4), software card: model 8870, (B)(4), clinical programmer: model 8840, serial #unknown. Analysis of the returned software cards. Notification of additional physicians is a possible outcome of the company's ongoing investigation. This correction report is being made pursuant to 21 cfr 806.10(f).

Event description:
Additional information received confirmed that reprogramming of the implantable neurostimulator (ins) was performed on friday (B)(6), 2012 and took approximately 15 seconds. The patient experienced no discomfort during this time. The manufacturer representative immediately began programming and therapy titration which lasted approximately 90 minutes. The ins was reported as working properly and the patient was receiving appropriate stimulation therapy. It was noted that no interventions and/or treatments were performed during the hospitalization period. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received reported that the implantable neurostimulator was interrogated prior to the surgery to check the battery status, which was found to be at 75%. The manufacturer representative then exited the programmer application and charged the ins with the recharger. The surgery began and the representative continued to recharge the device. The physician asked for the device, at which point the representative interrogated and got to the battery status screen, which showed 100%. The representative hit "ok", the doctor asked for the device immediately, and the representative interrupted the interrogation screen and passed off the device. When the representative tried to check impedances through the device the application card error was seen. It was assumed that the error had something to do with the programmer and application card, since the card was new. It was not thought that the error had anything to do with the device because the battery status screen had functioned normally. The physician then closed the patient as it was believed everything was fine. After the procedure a different programmer and application card were used and the same error message was seen, at which point the manufacturer was contacted.